Event description:
The tip of the catheter came off exposing wire which eroded a sheath on the aaa stent and caused a premature deployment of a limb of the graft. The dr was able to concentrate and adjust the graft appropriately with no adverse effects to the pt.